Manufacturer narrative:
A representative went out to the site to preform system check out. It was noted that the image acquisition system (ias) was not booting and was not accessible via remote desktop. System was found without the umbilical plugged into the ias and was last used earlier that week so we do not know how long it was left unplugged. When they hooked up a keyboard to ias computer and found ias pc asking to press f1 to continue bootup and system booted up as intended with several reboots to verify issue was not able to be replicated. They system checked out and was returned to service. No parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside if a procedure. It was reported that the image acquisition system (ias) was unable to boot this morning. He stated that they had left the ias unplugged overnight and it did not have enough charge to fully boot. There was no patient present.